Manufacturer narrative:
Exemption number e2016018 (B)(4). Result of examination: the provided history log files were analyzed. According to the history log files a flow deviation was not comprehensible. No specific conclusion can be made.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device respectively a service report has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): under infusion